Event description:
Per the clinic, the patient underwent a surgical procedure to remove excess skin overgrowth from around the abutment site. Oral and IV antibiotics (type not specifed) were administered. During the procedure a longer abutment was placed on the fixture.the implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2013.